Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the pacemaker failed to connect to the right-ventricular (rv) lead. As a resolution the pacemaker was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of could not connect rv-lead to header was not confirmed. Analysis revealed the device was functioning normally, with no stripped setscrews. No connections or connector problems were found. The device was found to have normal v-output. Lab testing verified that leads could be fully inserted into the connector and that the v-setscrew could be tightened normally, with the wrench clicking as expected. The leads were held firmly in the connector. No device anomalies were found.